Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The complaint was opened because the facility reported the tip of the instrument broke off. The modified beck elevator (sp-2359, lot# 091917i17) was returned for investigation. Visual evaluation showed signs of use as there was minor scratching on the body of the elevator and the tip had fractured off. The DHR of this product was reviewed and no non-conformance was found. There are no indications of manufacturing defects. Complaint history for sp-2359, lot# 091917i17 was reviewed and there is a complaint rate of 2.8%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is that excessive force was used, beyond what the instrument was designed to encounter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d4 lot number d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h4 device manufacturer date h6 method code h6 results code h6 conclusions code h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported an instrument fractured during surgery. The fractured piece of the instrument was removed from the patient's mouth by hand. No adverse events were reported as a result of this malfunction.